Manufacturer narrative:
(B)(4). Evaluation, results: based on the information provided, no root cause can be determined. Stent fracture. Conclusion: based on the information provided, no root cause can be determined.

Event description:
An endeavor resolute 2.75mm diameter x 30mm length rapid exchange (rx) drug eluting stent was implanted in the patient during the index procedure. After implanting the stent, the physician noted that the stent had stretched or broken post deployment and deployed another branded stent to fix the endeavor resolute stent. No health risk was reported to the patient and no additional clinical sequelae were reported. Please note that this device eres27530x is distributed outside the united states; however, it is similar to the united states distributed product en27530ux.